Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that distal end image e216 occurred and no image was displayed on the flex deflectable videoscope. It is unknown when the reported allegation occurred, and the cause of the issue is unknown. There was no patient involvement reported.